Event description:
It was reported that, "the scrub tech informed me and the surgeon before the insert was impacted that the wire came off."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.